Event description:
Recently some of our surgeons at (B)(6) surgery center have had problems with your newer needles, ref #217006, lot #26639, they are thinner than lot #10981. The surgeons have had issues with them breaking off in the pts and causing safety concerns. This has happened multiple times.